Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: details of complaint (reported issue): "pump alarming air bubble, no air bubble noted. Primed x 3 still alarming. Tubing changed; alarm resolved." No patient injury.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and two photographs of a used set were provided for investigation. Upon evaluation of the photographs, the presence of bubbles was observed inside the set with fluid inside the tubing. The reported concern was confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.